Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage of the device while the user was handling the device, and water invaded. Due to the invasion, abnormality of electronic parts occurred which led to temporary occurrence of the suggested event. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. There was no image/image noise, possibly due to a dented connecting tube causing damage to the charge-coupled device (ccd). The device evaluation also revealed the following findings: the bending section cover (a-rubber) was leaking; play of bending angle control was increased; bending angle in the upward direction did not meet the standard value; and the universal cord was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed a b30 (scope communication error) and the monitor had no image when connecting the subject scope into clv-190 and cv-190. The issue was observed during preparation for a bronchoscopy. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event.